Manufacturer narrative:
G4: 15oct2019. B4: 16oct2019. The customer did not respond to multiple requests for additional information. The ventilator's repair could not be confirmed. Since no parts were reported to have been replaced, no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the feet were broken on v60. There was no patient involvement.